Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated revealing the battery status ¿ok¿. The device´s memory content was evaluated, showing no anomalies. In particular, no invalid memory content was detected. In a next step, the pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was verified. Thereby the clinical observation was confirmed, the pacing capability was not available. An impedance measurement test was unsuccessful. During the further course of the analysis, the pacemaker was reset manually to potentially resume the pacing functionality, and the device was re-tested. After reset the pacemaker was fully capable to deliver appropriate anti-bradycardia therapy. Furthermore, impedance measurement functions were appropriate. A review of the memory content did not show any peculiarities. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. A stress test under different temperature environments was performed. The pacemaker functionality was as expected. Further analysis of the devices internal signal processing circuits confirmed that no permanent component defect could be identified. The digital interfaces and trigger paths responsible for pacing and sensing were operating as expected during testing. The root cause for the inhibited pacing remains undetermined. Nevertheless, the fact that the issue resolved after reset indicates a temporarily, random and non-reproducible condition. Please note, according to biotronik¿s ¿electromagnetic compatibility guide¿ (emi guide), any radiation therapy is contraindicated due to the potential risk of a device malfunction. Although the reported radiation dose in this case was low, the therapy may still have contributed to the event. The exact mechanism could not be determined, but the behavior was no longer reproducible after the device reset. In accordance with the biotronik¿s complaint database, this event represents a very rare case. The worldwide occurrence rate for such events is very low and remains within the acceptable range defined by biotronik¿s internal risk assessment process. In conclusion, the clinical observation was confirmed during analysis. No permanent component damage was detected. After a manually triggered pacemaker reset the device proved to be fully functional and the reported malfunction could not be reproduced. While the exact root cause could not be determined, a permanent component damage of the pacemaker is unlikely. However, external influences such as the reported radiation therapy remains a possible contributing factor.

Event description:
Loss of atrial and ventricular capture was detected. The device was explanted. The patient has undergone radiotherapy to the left lung.